Manufacturer narrative:
The main component of the system and other applicable components are: product ID 37791, serial # unknown, product type recharger; product ID 97754, serial # (B)(4), product type recharger; product ID 97754, serial # (B)(4), product type recharger.

Event description:
A consumer implanted for non-malignant pain reported they were unable to charge, recharging took too long, there was poor coupling, and the recharging belt wouldn¿t stay connected. Troubleshooting was performed during the call including reposition the antenna and using the antenna locate feature but this didn¿t resolve the issue and resulted in two coupling boxes and an antenna locate feature result of 46. It was confirmed there were no pocket issues and the consumer was ¿skin and bones,¿ but it was then noted the recharging antenna was damaged. In an attempt to try and resolve the issue a new antenna and adhesive discs were being sent to the consumer. After the consumer received the new antenna they were able to connect and get six coupling bars. No patient symptoms were reported. Additional information received from the consumer reported the battery was becoming more prominent as the swelling was going down and the site was completely healed, but since they weighed less than 112 pounds you could see the battery in the right butt area. It was further reported after receiving a replacement antenna it initially worked well, but then they started to have problems intermittently again where the coupling bars would vary even when they were sitting totally still and it would take ¿forever¿ to get four bars which caused them stress and anxiety. There were no traumas or falls reported. It was further reported the consumer was also unable to sit when charging because of the position of the battery even though it was completely flat and it was confirmed it wasn¿t moving in the pocket. According to the consumer during recharging they were able to feel their battery and would then press the antenna against it and it would show zero coupling bars, so they asked the manufacturer¿s representative (rep) if the use of a heating pad could cause the issue even though the recharger wasn¿t showing the temperature too hot message. According to the consumer it took over an hour before they could see any bars and it was taking three hours to charge the battery a quarter, so the rep. Told them to stop using a heating pad. During the call the antenna locate feature was used resulting in coupling ranging from zero to eight bars even though they weren¿t moving. In an attempt to resolve the issue a replacement recharger was requested. No out of box failure was reported. Additional information received from the consumer reported they met with the manufacturer¿s representative (rep) on (B)(6) and brought the replacement recharger, but it wouldn¿t turn on at all, was dead, and defective. The consumer tried to recharge the recharger but the level of charge showed ¼ and ¾ at times, but 2 hours later it was dead. It was further reported the implantable neurostimulator (ins) wasn¿t helping them right now.

Manufacturer narrative:
Analysis of the recharger (s/n (B)(4)) found there was an unknown board failure.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated that the replacement recharger that was sent did not work and was sent back after the manufacturer representative had taken a look at it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.